Manufacturer narrative:
The x-stage cover for the imaging system was returned to the manufacturer for evaluation. Visual inspection found that the cover had dents and chipped paint around the docking pin holes and front of the cover.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that x-stage cover replaced. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the x-stage cover was damaged. There was no patient present at the time of the issue.